Event description:
Procedure: gastric bypass. According to the reporter, allegedly the instrument misfired, resulting in incomplete suturing and dehiscence. The surgeon attempted to remedy said failures with hand stitches, but in fact failed to completely close the gastric openings setting in motion a series of events which resulted in a cascade of internal organ failures resulting in an extreme infectious process.

Manufacturer narrative:
Initial report sent to FDA on 03/23/2009.